Event description:
A user facility reported that an airway tube broke while it was being used in a pt. The break was discovered as the physician prepared to remove the mask because it was leaking. The anesthetic was deepened and the original mask was removed and replaced without difficulty. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.